Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is unknown if the subject device will be to be returned to the synthes manufacturer for evaluation. (B)(6) the investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. Patient code (B)(4) was utilized for revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2011 or due to a fractured locking compression plate (lcp) screw and patient pain. Initially the patient has sustained an accident (a fall from a horse) and suffered a comminuted fracture of the distal part of the left tibia and fracture of the left fibula. An open fracture reduction with internal fixation implantation of the synthes lcp plate and screws was performed (B)(6) 2011. Nine (9) months postoperatively the patient experienced pain. An x-ray was performed and revealed a fracture of the lcp screw. During the (B)(6) 2011 revision surgery the damaged part of the lcp screw and two core screws were removed. During this procedure a re-stabilization of the internal fixation with two (2) new lcp screws implanted. Fresh frozen allogeneic bone graft (non synthes product) was applied on the fractures. The patient was given an osteosynthesis stimulator and had re-stabilized the fracture of the left fibula - bone fracture compression. Please also see related complaints,(B)(4), which address and report additional events associated with this patient. Concomitant devices: 1x 245.051 lcp plate, lot unknown, 3x 213.012 locking screw, lot unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: revision surgery was performed on (B)(6) 2011.